Event description:
On (B)(6) /2013, a patient contacted our (B)(4) affiliate reporting her "lens felt uncomfortable, scratching a lot after wearing for the day. By the evening, lens was still scratching and having difficulty with vision." The patient was wearing acuvue oasys for astigmatism contact lenses (cl) when the event occurred. The patient was wearing 8-12 hours/day ans using bausch and lomb for sensitive eyes lens care solution; the replacement schedule was not reported. On (B)(6) 2013, the patient e-mailed the timing of the event as follows: "on wed. (B)(6) at 7:30am, I opened a new box of contact lenses. I opened the first cell in the packages for my right and left eyes. I have provided you with the batch numbers of the lenses that I used. At 6 pm, I removed my contact lenses because my eyes felt gritty. I put on my glasses. My vision became blurry. I went to the emergency room at hospital (provider redacted) at approximately 9pm. The emergency room physician examined my eyes and stated that he could not see a scratch but that he thought that the vision deficit was probably related to my contact lenses. My vision was 20/60. The physician in the emergency room referred me to see dr. #1 (provider redacted) in (B)(6), at 9am, the following day. "(B)(6) dr #1 (provider redacted) 9 am, stated that he saw a severe contact lense reaction in my left eye. Prescribed antibiotics to start right away (vigamox 1 drop 4 times a day). Prescribed a steroid (fluorometholone 4 times a day) to start (B)(6). A follow up visit on (B)(6). Vision was decreasing continuously, 20/200. "(B)(6): called dr. #1 (provider redacted) as vision was worse. He saw me after his office had closed at 5pm. He stated that my left eye looked much worse. The injury was where the contact lens would have sat on my eye. He suspected a chemical reaction. He had not seen this type of injury before. He suggested that I start the steroid as soon as possible and that we find a cornea specialist that same day. "Seven pm" hospital (provider redacted) seen by dr. #2 (provider redacted) at approximately 11:30 pm. Vision was 20/400. I could not see the wall that the eye chart was on. Dr. #2 (provider redacted) confirmed the damage to the cornea and consulted dr. #3 (provider redacted) over the phone. Dr. #3 (provider redacted) requested that I see dr. #4 (provider redacted) at the eye institute (provider redacted) the next morning at 9am. We stayed in (B)(6) that night. We were advised to stop the steroid but continue the antibiotic. "(B)(6) 2013: met with dr. #4 (provider redacted) and #3 (provider redacted). She confirmed the damage and that it was likely caused by a contact lense. She prescribed dexamethasone every 2 hours up to 6 time a day. "(B)(6) 2013: met with dr. #4(provider redacted) as requested. Some improvement was suspected. "(B)(6) 2013: met with dr. #4 (provider redacted) as requested. No improvement was seen. Antibiotic was discontinued on dr. #4's (provider redacted) order. "(B)(6) 2013: non preserved dexamethasone was prescribed with the same frequency. No improvement. "(B)(6) 2013: dr. #4 (provider redacted) consulted with dr. #5 (provider redacted). Both agree that the damage was the result on a contact lense. It was suggested that we give the eye 2-3 weeks to see if the skin cells on the eye will repair themselves. A follow up has been scheduled for (B)(6). My vision remains very blurry. I can read the top line of an eye chart." Unsuccessful attempts have been made to obtain a status update from the patient. The precise nature of the reported injury is unknown; this is being reported as worst case. Five sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A device history review was performed. Lot b00fhgk was processed under normal manufacturing conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days or receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. A device from the same lot of the actual device involved in incident was evaluated. No conclusions can be drawn.